Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test and displacement test due to full segment display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump counts up to 7 and then a big black bar appeared on the screen taking up two thirds of the screen and there was no display at all on top. The bar did not go away. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.